Event description:
It was reported that a flange at the tip of the reduction extender assembly was broken off during use in surgery. There were no patient complications.

Manufacturer narrative:
(B) (4). The device was returned to medtronic for evaluation. Visual examination found that one tab of the extender is broken off. The broken piece was not returned. It appears the crack propagated from the top of the flange until final breakage as a brittle fracture. A review of the device history records found no documentation to indicate a non-conformance to specification.